Event description:
It was reported the internal capacitor does not last when battery is removed. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is out of electrical specification (pacing continuation). Lower case is broken. Knobs are contaminated. Both bail covers, ring cover, and battery drawer are broken. Battery contacts are compressed. Ring is bent. Serial number label is damaged.